Event description:
A bayer r and I representative reported the following: a pt suffered a cardiac arrest during an implantation of a st. Jude medical device. The avanta fluid management system was used prior to the implantation to visualize the cardiac anatomy without incident. The st. Jude mesh device was then implanted and the pt arrested. The avanta was used again approximately 20 minutes after the incident to visualize the ventricular anatomy of the heart. The pt was then transferred to the intensive care unit in poor condition. The pt passed away later that same day. The two physicians that performed the procedure stated that the avanta fluid management system was not responsible or related to the adverse event.

Manufacturer narrative:
A system service checkout of the avanta fluid management system was declined by the customer. The disposables in use during the diagnostic portion of the procedure were discarded by the site and unavailable for eval. Additionally, the lot numbers of the disposables in use during the diagnostic portion of the procedure were not disclosed by the site. In the event additional info is obtained, a follow-up report will be submitted.